Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cerebrovascular accident, and ultimately passed away. It was reported that after the procedure, the patient was unconscious and bispectral index (bis) value was 0, and CT scan revealed cerebral hemorrhage. The patient was transferred to the surgical department and craniotomy was performed; however, the bleeding did not stop. The patient expired two days after the ablation procedure. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was not related to the product. Originally, blood pressure was high, and cerebral hemorrhage occurred due to increased blood pressure and stress caused by drugs during surgery. Craniotomy was provided, but bleeding was not stopped. There were no abnormalities prior to and during the use of the product. Patient medical history include hypertension. In physician¿s opinion, the cause of death was hemorrhagic stroke. Contact force (cf) monitoring methods used were real time graph, dashboard, vector, visitag. The visitag coloring settings were tag index. Visitag module was used and the parameters for stability used were range3mm, 2.5 sec, 25%, tagsize2. Relevant tests/laboratory data: CT scan was done. Generator information was a smartablate generator/m4900207/g4c-2847. No additional filter was used with the visitag.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31002543l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).